Event description:
Adverse event(s): no patient injury reported (no consequences or impact to patient). Product problem(s): infusion was minimal (insufficient flow or underfusion). The nurse reported that during the case, the infusion was minimal during viscous fluid injection. The tubing was changed out to troubleshoot the issue with no results. The surgeon did not reboot the system and choose to complete the case via manual injection. No patient injury was reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B) (4). (B) (4). (B) (4).